Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The device broke and x-rays were taken to make sure the broken piece was not left in the patient. Due to the breakage of the insertion handle, the surgeon had difficulty extracting the guide wire and therefore ended up extracting the whole nail. The surgeon then inserted a new nail without the insertion handle, but could not attach the aiming arm and therefore could not lock proximally. Surgery was completed but without proximal locking. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that this was a lateral femoral nail surgery. During a nailing case, the insertion handle "tooth" broke off. According to the nurse, the case was completed by using the extraction tool to insert a nail, and did not use proximal locking screws. The "tooth" is missing. They used x ray and established it is not in the patient. The breakage of the insertion handle, the surgeon had difficulty extracting the guide wire and therefore ended up extracting the whole nail. The surgeon then inserted a new nail without the insertion handle, but could not attach the aiming arm and therefore could not lock proximally. Surgery was completed but without proximal locking. They have no further details at this stage. The fracture that was being treated was a transverse midshaft femoral fracture. The surgeon was planning on using standard (not recon) locking. No proximal locking was completed (neither of the two screws were inserted). The patient has been released and is doing ok as far as consultant is aware. The case was delayed considerably, but rep has not been informed of how many minutes. No further medical intervention planned at this stage. This complaint involves one part. Concomitant parts reported: 1x unknown nail, part unk, lot unk + 1x extraction tool, part unk, lot unk+ 2x screws, part unk, lot unk. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a device history record review was performed for the subject device lot number 1927131. Manufacturing location: (B)(4). Date of manufacture: jul 1, 2008. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A product development investigation was performed for the subject device standard insertion handle (03.010.045 / 1927131). The subject device was returned with the complaint condition stating the part received shows traces of hammer blows, of wear and tear, of hard use and of bad damage. The reported broken off tooth is missing on the part, this thus confirming the complaint description. Because of the damage (broken off ¿tooth¿), the complaint relevant dimensions cannot be checked for dimensional accuracy. Based on the device history review (DHR), we are able to confirm that the parts got produced to conformance (all measurements within the tolerance and 100% functional). Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. There is no particular information of what happened to this article by customer. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that excessive force through hammer blows or/and that wear and tear over the years (as the instrument is nearly 9 years old), led to this damage, or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary worn or damaged instruments to replace and/or to operate according to the technique guide. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that excessive force through hammer blows or/and that wear and tear over the years (as the instrument is nearly 9 years old), led to this damage, or/and that during the operation an application error may have taken place. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is not known if the insertion handle breakage resulted in the difficulty to remove the reaming rod; however, once the insertion handle was removed, the reaming rod came out easily.